Manufacturer narrative:
Product ID 3889-28, lot # va01ngw, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a "loss of therapeutic effect." The patient reported that she did "not feel stimulation" and was "unable to adjust the stimulation." It was additionally reported that the patient was "in the hospital" and was "unable to go to the bathroom." Additional information has been requested. A supplemental report will be filed if additional information becomes available.